Event description:
This lead was implanted on (B)(6) 2010 and was taken out of service on (B)(6) 2012 due to an unknown reason. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)